Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the current products are working properly - able to establish contact with customer and stated the products are working as intended.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results obtained of 318, 307, 268, 291 and 240 mg/dl. Customer stated back to back test was done on same hand, same finger. Customer stated that it was possible something she ate yesterday could have made the results higher today. The customer's expected fasting blood glucose test result range is 100 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 253 mg/dl and 257 mg/dl using meter. The product is stored according to specification in the closet. The test strip lot manufacturer's expiration date is 11/20/2020 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).